Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-01658 for the associated device information. It was reported that during the procedure and inside the patient, the first snare stopped cauterizing within a few seconds. They changed the erbe and it still did not work even though the cord was correctly on tight with no visible issue in the cautery pin. A second snare was used and removed the polyp. It was reported that the patient had a perforation. A CT was done and the physician reported the perforation barely went through the serosa. The physician clipped the perforation and the patient was fine the next day. The patient did not report any pain the next day. In the physician's assessment the perforation was not related to the first device and occurred because the technician was opening and closing the second device multiple times as the physician was cauterizing and the tip of the hexagonal snare was hitting the lumen each time.